Manufacturer narrative:
Hillrom technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. The account confirmed a third party technician repaired the bed, but they were unable to identify what action was taken to resolve the alleged issue. Based on this information, no further action is required.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the surgeon side console (ssc) viewer on their second ssc would not lower. The customer was able to work normally from the other ssc. The foot tray was functioning normally and the arm rest was functioning normally, but the high resolution stereo viewer (hrsv) would only go up and would not lower. The customer was to restart the system after the procedure, to see if the issue is resolved. The procedure was converted to another da vinci system. There was no report of patient harm, injury, or adverse outcome.